Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainant indicated that the clinician powered the device off and then on to treating the patient. The device delivered successfully two more 20j shocks. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during review of the device logs. The device successfully delivered two 20j discharges to the patient. The third charge attempt was unsuccessful. Once the device was power cycled the device was able to successfully discharge at 20j two more times. The device was put through extensive functional testing including bench handling, impedance calibration testing, defibrillation cycling, and defib/pacer stress testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.